Event description:
Patient's mother contacted dexcom technical support and left a voice message on (B)(6) 2014 to report an issue with alerts on the receiver on (B)(6) 2014. Dexcom has made three subsequent attempts to contact the patient with no success. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.